Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "g7 wearable failure" was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm had a wearable failure. On (B)(6) 2025, the pediatric patient experienced diabetic ketoacidosis (dka) due to issues with the dexcom, which were caused by shipment delays. The patient was taken to the hospital and there was no information about the medical intervention provided nor the treatment. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.